Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate.

Event description:
It was reported that the insulin gauge was inaccurate and the pump time/date were incorrect. Customer loaded a new cartridge to resolve the inaccurate reading and customer corrected the time/date. Customer¿s blood glucose level was 142 mg/dl. Tandem technical support reviewed pump data and found that the customer manually changed the date to indicate (B)(6) 2019 on (B)(6) 2019.